Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Apparent fracture of distal flute of securfit plus max. Sometime between (B)(6) 2016 and (B)(6) 2017. Stem is still in-situ in patient and surgeon plans to leave and monitor. Noticed by surgeon on follow up x-ray.

Manufacturer narrative:
An event regarding crack/fracture involving a securfit stem was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who rejected for medical review. X-ray confirms stem fracture, no malposition of the shell noted, no patient demographics, need operative reports, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event reported for apparent fracture of distal flute of securfit plus max. The event was confirmed on the basis of x-ray. The provided medical information was submitted to a consulting clinician who rejected for medical review but x-ray confirms stem fracture, no malposition of the shell noted, no patient demographics, need operative reports, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Apparent fracture of distal flute of securfit plus max. Sometime between july 2016 and may 2017. Stem is still in-situ in patient and surgeon plans to leave and monitor. Noticed by surgeon on follow up x-ray.